Event description:
Utilizing a trifuse attached to the central line to increase access for multiple drips. Bedside nurse observed that the patient's blood pressure dropped. Bedside nurse immediately assessed the patient and found the bed to be wet. Bedside nurse realized trifuse had malfunctioned. Trifuse was removed it, drips restarted and monitored while the patient recovered.